Manufacturer narrative:
It is indicated that the product is not returning for evaluation. Therefore, a review of the entire in-house testing history of the lot was performed. In-house testing on strip lot 371283ar was found to be performing within expectations. A review of the manufacturing records for the lot did not uncover any non-conformances . The lot meets release specification. Improper techniques were identified in the complaint. These could not be ruled out as a cause of the unexpected results. Root cause cannot be determined from the information provided. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Manufacturer narrative:
Investigation pending.

Event description:
The customer reported a variance between the inratio inr result and the lab inr result. The results were as follows: (B)(6) - inratio inr=5.0. (B)(6) - lab inr=3.44. The patient self tester's therapeutic range is: 2.0-3.5. The monitor was not in the correct mode when the finger stick was performed.